Event description:
It was reported that during a laparoscopic high left colon resection procedure, the device stapled properly however there was a gap between the anvil and last staple area on the staple line. The surgeon had to redo the anastomosis and used a competitor's device to repair the area. A competitor's device was used to complete the procedure. No adverse consequences reported. The device was discarded.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.